Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separation may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a diagnostic bilateral salpingo-oophorectomy (bso) procedure, the surgeon was sealing the indopelvic ligament (ip) and activated the probe 3-4 times. The probe sustained damage and the teflon pad had detached from the jaw after the third cycle. The device was removed and another similar device was used to successfully complete the procedure. There was no report of patient injury. No additional information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event and was provided limited information.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation found that approximately 7mm portion of the teflon pad was detached from the grasping section exposing metal. The missing portion of the teflon pad was not returned. There was also evidence of char marks found on the device. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe.